Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Olympus sales support representative reported that tfl-fbx150s laser fiber was broken right out of the packaging. The representative stated that the " team kept the fiber and the packaging , stated that this is the second time this has happened. There is no patient involvement associated on this reported event. No user injury reported. This report is related to a report with patient identifier (B)(6) (out of box failure), fiber damaged).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer representative (rep) update and response to follow up. In addition, the lot number was updated from unknown to lot kr120223. Communication with the customer rep. The following information conveyed: customer were provided with the return material authorization (RMA) however, the device did not returned. Supplemental report(s) will be submitted should any relevant new information is available. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that this device was broken during transit or possibly when the device was removed from the packaging. However, a root cause could not be determined. This supplemental report includes information added to b5 and g2. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.